Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery. Customer's blood glucose was 265 mg/dl. Customer was attempting to treat when the alarm occurred. Troubleshooting was performed for the alarm. A fixed prime was performed into the air, insulin didn't exit, and the device alarmed no delivery. The infusion set and reservoir were disconnected and reconnected, then the customer was advised to manually push insulin with a plunger, insulin did exit. Manual prime was then performed, insulin exit, and the insulin pump didn't alarm. Customer was advised the alarm was caused by a infusion set and reservoir occlusion. Customer is not returning the reservoir for analysis.